Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user smelled insulin while connected to the ilet, with odor localized to the connector, and later suspected the cartridge; after replacing the connector and cartridge, the odor resolved and the prior components were returned for evaluation. Symptoms included feeling sick in the morning and a transient hyperglycemia up to 288 mg/dl for about one hour. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer service troubleshooting, supply replacement, and return of the connector and cartridge for inspection. Investigation of this case revealed resolution after replacement of the connector and cartridge, consistent with a suspected leak or seal issue associated with the connector or cartridge components, though no visible fluid was noted in the insulin chamber. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure related to the fluid path connection.